Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03055-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included asthma and epigastric hernia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury") and anxiety ("psychological or psychiatric problems - depression and mental "). The patient was treated with surgery (salpingectomy laparoscopic (left), repair, hernia, epigastric). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- earlier in summons insertion date reported (B)(6) 2008 and now in current pfs (B)(6) 2014 patient received treatment for- pain diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: diagnosis: a) fallopian tube, left: - complete cross section - no significant histopathologic changes, b) foreign body: - coiled wire device (see gross description) c) pre-peritoneal fat: - unremarkable adipose tissue. Lot number reported c03055 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03055-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included asthma and epigastric hernia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury"), anxiety ("psychological or psychiatric problems - depression and mental ") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy laparoscopic (left), repair, hernia, epigastric). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- earlier in summons. Insertion date reported (B)(6) 2008 and now in current pfs (B)(6) 2014. Patient received treatment for- pain . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: diagnosis: a) fallopian tube, left: - complete cross section, - no significant histopathologic changes. B) foreign body: - coiled wire device (see gross description). C) pre-peritoneal fat: - unremarkable adipose tissue. Lot number reported c03055 is not valid. Most recent follow-up information incorporated above includes: on 9-apr-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included asthma and epigastric hernia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury"), anxiety ("psychological or psychiatric problems - depression and mental ") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy laparoscopic (left), repair, hernia, epigastric). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- earlier in summons insertion date reported 11-apr-2008 and now in current pfs (B)(6) 2014 patient received treatment for- pain diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: diagnosis: fallopian tube, left: complete cross section. No significant histopathologic changes, foreign body: coiled wire device (see gross description) pre-peritoneal fat: unremarkable adipose tissue. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- new reporter, lab data, medical history, removal procedure were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.